Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is unsure and say she may have hit the wrong button since it doesn't say to hit esc. The customer was offered to troubleshoot but she will just call when she is ready to change. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.